Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that since the device stopped working the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 3.5 cm cuff, pump and balloon were implanted. The explanted device was previous implanted in 2010. The explanted components will not be returned to boston scientific. It was stated that there were no complications during this surgery.